Event description:
Broken information obtained from user facility medwatch report number (B)(4): event description: laparoscopic liver retractor broke during use. All pieces were removed from the patient and compared to replacement. Chest x-ray was negative. (B)(6) 2012 writer spoke with the customer. He could provide no additional details surrounding the event. The device was sent back to us for repair not a product quality issue.  The device was repaired and sent back to the customer.

Manufacturer narrative:
(B)(4), on (B)(6) 2012, the customer advocacy group notified the quality group at (B)(4) of this reportable complaint and that they received information that the complaint sample had arrived at (B)(4) some time at the end of last year. Further investigation as to the location of the complaint sample revealed that the instrument was returned by the customer as a repair and received into our facility on (B)(6) 2011. The instrument was sent through our in-house repair department for evaluation and disposition. As per our in-house repair department, this instruments end segment required to be replaced since the old one was broken at the welding (tip) and the cable was replaced. A quote for repair was approved by the customer; the instrument was repaired and sent back to the customer on (B)(6) 2012. The instrument was received in-house as a repair, repaired and sent back to the customer before we received notification of this reportable complaint. Since the quality group never received or evaluated this complaint sample we are unable to provide any further information accept what was revealed to us by our in-house repair department. Based on the date code of c07, which is engraved on the instrument and confirmed to be correct by our in-house repair department, this device was manufactured sometime in the month of march 2007. Two (2) lot numbers were identified as possible lot numbers for this instrument, they are: lot number 798256 and 798524. The DHR review was performed based on both lot numbers. A review of the device history records for lot #'s 798256 and 798524 did not indicate any non-conformity or contributing factor to the reported issue. Our records have been updated to aid in activities should another issue be recorded for this product code.